Event description:
This was a cardiac lead management case conducted in the or to remove 4 leads (2 were 22 years old and capped, and 2 were 13 years old) due to a pocket infection. An arterial line was placed and fluoroscopy was utilized throughout the case. Surgical backup, tee, and a thoracotomy tray were available. Three leads were each prepped with an lld-ez and one (sjm 1142t) was prepped with the lld#1. The leads were bundled together at the innominate / svc junction with dense fibrotic scarring. Arterial baseline pressure was low, but stable, during attempted percutaneous extraction of first/second leads ra non-capped lead, then the rv non-capped lead (switching between), using the 14f sls. At this point, they noticed a slight pressure drop, and called the cs into the room for monitoring of extraction while it progressed percutaneously. Tee was used for monitoring during remainder of the procedure. A second extracting physician also joined the procedure to assist in the percutaneous removal of the leads. The initial physician then attempted to remove the ra uncapped lead, and was successful. Once removed, the pressure was lower, but stable. They then attempted to remove a rv lead (uncertain which lead), crossing a binding site through the svc. The pressure declined steeply, and did not recover, so the cs scrubbed in and converted the extraction to a surgical approach. The patient was emergently intervened, placed on bypass, and a sternotomy performed within minutes. The remaining 3 leads were surgically removed, and an injury at the innominate svc junction was identified and repaired. The patient made an uneventful recovery and discharged according to hospital protocols. No devices were retained for return engineering inspection as they were disposed of during the case. There were no issues or nonconformances noted during an internal lhr review.